Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low"; although a specific value was not given. Cause was not known. Customer consumed glucose tablets address their bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.